Manufacturer narrative:
Final analysis found burnt components on both sides of the main printed circuit board (pcb) which resulted in the transmitter not powering on. Ac power adapter was equipped with safety components to prevent over current events except for external natural events. It caused the power supply to stop functioning, making the unit non-operational. The failure was contained within the housing and posed no risk of exposure to the user or patient.

Event description:
It was reported that the patient claimed the transmitter would not power up. Troubleshooting included disconnected prongs and the patient claimed to see a black charring dot on a green contact. The transmitter was replaced.